Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty power unit. However, the specific cause of the faulty power unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation confirmed. Evaluation found that a e103 error lamp light-up failure occurred due to a faulty power unit. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lamp of the visera elite xenon light source did not light up. The issue was found during reprocessing prior to a therapeutic laparoscope procedure. No delays were reported. There were no reports of patient or user harm associated with this event.